Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-2324bcct-1, with batch number 15357575, revealed that the anchor was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the device during insertion.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-2324bcct-1, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with f ibertape® loop (blue), the swivelock crumbled to pieces when screwing into bone. This was detected during use in a rcr procedure on (B)(6) 2025. The procedure was completed successfully as the swivelock pieces were removed and new swivelock was implanted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.